Event description:
It was reported that the right ventricular (rv) lead was exhibiting intermittent t-wave oversensing (twos) during episodes of non-sustained ventricular tachycardia and some atrial arrhythmias. Follow up yielded no further information. The lead remains in use. No patient complications have been reported as a result of this event.